Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping and slda appear to be related to patient conditions (calcification, tethered leaflets, and abnormal cardiac size). Image resolution poor is related to procedural and patient conditions associated with visualization difficulties and calcification. Recurrent mitral valve insufficiency/ regurgitation appears to be related to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances.

Event description:
Subsequent to the previously filed report, additional information was received: the clip had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml). (Single leaflet device attachment/slda).

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4, calcification, tethered leaflets, and abnormal cardiac size. A mitraclip xtw was implanted without issues. A mitraclip xtw was inserted, and grasping was performed. However, difficulties grasping the posterior mitral leaflet and difficulties visualizing the clip during the procedure occurred. The clip was implanted. The procedure was completed with two clips implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, the patient returned for a follow up appointment. An echocardiogram was performed and revealed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 3.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.